Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The additional 2.5x15mm xience sierra referenced is being filed under a separate medwatch report. The incident information was reviewed; however, there was no reported device malfunction and the product was not returned as the stent remains in the anatomy. The reported patient effect of myocardial infarction and thrombosis are listed in the xience sierra everolimus eluting coronary stent systems instructions for use, as known patient effects of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that the 2.5x15mm xience sierra stent and 2.5x23mm xience sierra stent were both implanted in the patient on (B)(6) 2018. The patient returned to the hospital on (B)(6) 2018 presenting with st elevated myocardial infarction (stemi) and test results showed abnormal EKG/ECG. Stemi and thrombotic occlusion of previously placed stents was confirmed, and thrombectomy and balloon angioplasty were performed to treat the patient. There was no adverse patient sequela. No additional information was provided.